Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. The upper part of the dilator broke. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The customer returned the lid stock and psi sheath/dilator assembly from a cl-07824 kit for evaluation. Visual inspection was performed and no issues were identified. The inner diameter of the hemostasis valve cap was measured and was found to be within specification; however, the outer diameter of the dilator hub that locks into the hemostasis valve cap was not within specification. The dilator would not lock into the cap and required little force to be removed. A device history record review was performed and no relevant findings were identified. The customer reported issue of the dilator not locking into the psi sheath was confirmed during the sample investigation. Functional inspection was performed and the dilator was confirmed to not lock in place. Dimensional inspection determined that the cause of the issue was the dilator hub outer diameter being undersized. The probable cause of this issue is manufacturing related. A CAPA has been initiated to further investigate this issue.

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. The upper part of the dilator broke. A new set was used and the procedure was completed successfully.